Manufacturer narrative:
(B)(4). ECG from deployment assessed. AED correctly assessed ECG and advised that no shock be administered.

Event description:
It has been reported that AED was deployed to treat an unconscious subject. CPR initiated. AED connected to subject. AED analysis indicated that ECG (asystole) was not shockable, and correctly advised that no shock be administered.